Manufacturer narrative:
On (B)(6) 2015, a technical support specialist (tss) performed troubleshooting over the phone with the customer to address the event. The column count, flow rate and retention time were within specifications. There were no reported analyzer issues. The account does not perform recommended monthly monitoring and preventive maintenance was not performed. The customer used a previous lot of calibrator to perform testing and after the conversation, the customer will order the most current calibrator. The most probable cause of the reported event was due to a known calibration bias and overdue preventive maintenance. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported a failed cap survey with their g8 analyzer. The customer reported discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.